Event description:
Reportedly, inappropriate therapy was delivered; most probably because of a suspected lead fracture. It has been reported that the it is the second time that the patient experienced a lead fracture, therefore the system was re-implanted on the other side.

Event description:
Reportedly, inappropriate therapy was delivered; most probably because of a suspected lead fracture. It has been reported that it is the second time that the patient experienced a lead fracture, therefore the system was re-implanted on the other side.

Manufacturer narrative:
Implantation date was incorrect, the corrected implantation date is (B)(6) 2013. Preliminary analysis did not reveal any irregularities on the subject device.

Event description:
Reportedly, inappropriate therapy was delivered; most probably because of a suspected lead fracture. It has been reported that the it is the second time that the patient experienced a lead fracture, therefore the system was re-implanted on the other side.